Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including pacing-related testing without duplicating the report. An internal inspection of the device found no discrepancies. The device activity log from the patient event was overwritten due to subsequent use of the device. The clinical log file was not available to review. The electrode pads used during the event were not returned. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately displayed a "pacer lead off" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.